Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced under delivery. Customer blood glucose reading was 275 mg/dl. Customer did not finish trouble shooting. The insulin pump passed displacement test but did not perform high pressure test. Customer blood glucose reading reduced after insulin injection. Product will not be returning for analysis.